Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set d.2b medical device type: one additional code applies; jka investigation summary: bd received 3 shelf packs of customer samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage during to injection/blood/urine collection was observed. Additionally, thirty (30) customer samples were evaluated by functional testing and the indicated failure mode for leakage during to injection/blood/urine collection with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage during to injection/blood/urine collection based on photo analysis, but unable to confirm based on customer sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaks out of the needle housing area on one (1) device. No patient or user impact reported.